Event description:
It was reported that the catheter was inserted over an unk guide wire, but resistance was found on the guide wire and the system was removed prior to entering the "rhv". The tip the catheter was found to have detached and was on the guide wire. The product was not used.